Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that the patient leads had migrated. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device was disposed due to hospital protocol.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two and half weeks ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7083166.